Event description:
It was reported that an em2400 valve set was leaking air into the set and into the bag. This issue was further described as, ¿leakage from the extension was observed at the level of the connection with the ramp, this led to a malfunction in the priming of the parenteral nutrition manufacturing pump (solute not pumped, accumulation of air in the bag)¿. To resolve this issue, the setup was completely dismantled and reassembled. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between may 19, 2020 - may 21, 2020. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a damaged/cracked silicone outlet tubing at the valve body outlet port area was observed. A functional testing was performed by installing valve set onto a compounder and a leak from the damaged tubing occurred at the outlet port area upon priming of port 1. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.